Manufacturer narrative:
(B) (4).

Event description:
It was reported that following the pt's pump implant, fluid accumulated around the pump. A sample of the fluid was taken and the pt was told that it was not csf (cerebrospinal fluid). The pump site continued to swell. The pt's pump was explanted in 2001. After the pump removal, the pt stated that the bandages on the pump site were "sopping wet" and she was then admitted to the hospital. It was determined at that time that the fluid was csf. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.